Event description:
A certified surgical technician reports that during intraocular lens (iol) implant surgery, the surgeon noticed a large crack on the iol. The incision was enlarged to facilitate removal and replacement.